Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis and the reported failure (error 23025) was able to be reproduced during sine cycle. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the surgeon was not able to use one of the manipulators of one of the ssc (surgeon side console). Prior to calling tse, the surgeon decided to use the other dual ssc when the error occurred. Tse checked the logs that show several instances of error 23025, pointing to a defective right master tool manipulator (mtm). The procedure was completed on the second ssc with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the right master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the right mtm involved with this complaint for evaluation; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Updated annex g code.